Manufacturer narrative:
(B)(4). Batch #: v9438f. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a gastric sleeve procedure, on the third firing, the surgeon was pulse firing and the device seemed to ¿jump¿. The firing sequence was completed, and the device was removed to show multiple malformed staples. Surgeon over sewed the staple line and another stapler was opened to complete the procedure. There were no adverse consequences for the patient.